Event description:
Note: this report pertains to one of two different devices used in the same procedure. Please refer to manufacturer's ref# 3005099803-2024-03800 for the naviflex pusher and manufacturer's ref# 3005099803-2024-03780 for the jagtome revolution rx. It was reported to boston scientific corporation that a jagtome revolution rx and an advanix stent with naviflex pusher were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician wanted to place a prophylactic pancreatic stent to reduce post-ercp pancreatitis. The pancreatic stent delivery system (subject of this report) was pushed over the guidewire (subject of manufacturer report # 3005099803-2024-03780) and could not advance all the way into the duct. They then tried anchoring the guidewire with the scope elevator and the guidewire insulation coat started ripping off. Subsequently, it was tried flushing the scope channel with water and saline to wet the guidewire, but it did not work. Finally, they had to pull the scope out because the stent was going to be lodged in the scope channel and ended up losing guidewire access once they pulled the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.

Event description:
Note: this report pertains to one of two different devices used in the same procedure. Please refer to manufacturer's ref# 3005099803-2024-03800 for the naviflex pusher and manufacturer's ref# 3005099803-2024-03780 for the jagtome revolution rx. It was reported to boston scientific corporation that a jagtome revolution rx and an advanix stent with naviflex pusher were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician wanted to place a prophylactic pancreatic stent to reduce post-ercp pancreatitis. The pancreatic stent delivery system (subject of this report) was pushed over the guidewire (subject of manufacturer report # 3005099803-2024-03780) and could not advance all the way into the duct. They then tried anchoring the guidewire with the scope elevator and the guidewire insulation coat started ripping off. Subsequently, it was tried flushing the scope channel with water and saline to wet the guidewire, but it did not work. Finally, they had to pull the scope out because the stent was going to be lodged in the scope channel and ended up losing guidewire access once they pulled the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: only the naviflex push catheter was received for analysis; the rest of the naviflex delivery system and the advanix stent were not returned. Visual examination of the returned device found the guide catheter inside the push catheter, and the push catheter had one tip cut. No other damages were noted to the returned device. Product analysis did not confirm the reported events of device interaction with another device, stent difficult to advance and the observed problem of push catheter tip cut. Only the naviflex pusher was returned, there wasn't any other device to analyze the possible reason why the stent couldn't be placed correctly during the procedure. Without proper evaluation of a complete device, it remains unknown the most probable causes that contributed to the reported events. Therefore, the most probable cause was unable to be established.